Manufacturer narrative:
The device was returned to manufacturing site and evaluated. The evaluation determined that all specifications were met. A review of the manufacturing records concluded that the product was manufactured, packaged, and released according to global and plant product specifications. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
The device has been returned to manufacturing site and is in process for evaluation. Based on all information, at this time no causal factors can be determined and no conclusion can be drawn.

Event description:
A consumer reported using renu sensitive (renu multi-purpose solution) and after a few weeks started experiencing pain, red eye, and tearing in the left eye. Consumer visited an eye clinic and the ophthalmologist diagnosed the consumer with an infectious corneal ulcer. They were prescribed cravit, gatiflo ophthalmic solution, bestron for ophthalmic, and tarivid ophthalmic ointment. Consumer followed up with the ophthalmologist and there was no aggravation of the symptoms.